Event description:
The customer reported (slow) helium loss 2 alarms. The pump assembly was replaced and corrected the alarm.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.